Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she believes the tampons left pieces inside her. She stated that when she pulled the pledget out, the top of the pledget was frayed. Consumer reported that soon after using the tampons, she had an itchy irritation in her vagina with vaginal discharge and abnormal bleeding. She visited the ER to address the abnormal bleeding and the next day was examined by her gynecologist where blood clots from her cervix were pulled out. The gynecologist performed a vaginal ultrasound and several other tests. The test results came back as a urinary tract infection. She stated she was prescribed medication but did not take it. Consumer reported that the bleeding had subsided and there is no health issues.